Event description:
It was reported that the closure device shifted proximally. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device had shifted proximally. The physician brought the patient to surgery where they successfully removed the closure device from the patient. The patient did not experience any other complications and is expected to make a full recovery from this event.